Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of motor arm failed self-test. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with an rf pic failed alarm during the self-test due to a faulty component on the radio frequency board. The pump was received with minor scratches on the display window and cracked battery tube threads.